Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. It was reported that when the patient inserted the sensor, it was painful and it was hurting so her mother told her to take it off and insert another sensor. Upon removing the sensor, they noticed that the sensor wire was not present. They looked on the floor but could not see it. When the patient mentioned that her arm was still sore, the patient's mother noticed that the sensor wire was under the skin. It was indicated that no part of the sensor was visible above the skin and the patient's mother could see a lump almost like a worm under the patient's skin. The patient's father took the patient to the hospital where they performed x-rays and an ultrasound. The doctor advised that they could see the sensor wire. The doctor gave the patient a local anesthetic to number her arm and then attempted to remove the wire by making an incision. The procedure was unsuccessful and an appointment was made with a plastic surgeon to attempt to remove the sensor wire. On (B)(6) 2017, the patient went to the plastic surgeon for a consultation and an appointment was made. At the time, the patient was prescribed paracetamol for pain from the incision that was made on (B)(6) 2017. On 07/19/2017, further contact was made with the patient for follow up on the surgery and it was indicated that the patient did not have the surgery performed due to having low glucose levels which the dexcom system alerted the patient about. It was reported that the surgeon made the decision not to perform the surgery as they mentioned that the sensor wire would extract on its own. At the time of contact, the patient was doing okay. No additional event or patient information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.